Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime as a result of a faulty force sensor. Further testing could not be performed. However, the displacement test was performed and passed. The device had an intermittent button response due to corroded keypad trace. No button error occurred. The unit had cracked on reservoir tube lip and battery tube threads.

Event description:
The customer reported having high blood glucose and was hospitalized for two days. The customer experienced weakness, vomiting, and diarrhea. The caller stated that the insulin pump was not delivering the full amount as well his blood glucose has been high for several days. Troubleshooting was performed, and the device alarmed button error. No further information was provided.